Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. A picture of the complaint device was provided. It can be seen from the picture that the sheath is broken into multiple pieces and hence the complaint can be confirmed. No further details were provided regarding the instruments, bone quality and whether the insertion was off axis. Multiple attempts have been made to retrieve additional information about the event and the device. No further information regarding this event has been provided to determine a root cause for this failure. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed 1 similar and 1 dissimilar complaint for this lot of devices that were released to distribution. The root cause for the similar complaint could not be determined due to lack of information. At this point in time, no corrective action is required and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email at the moment of placing the implant during the cruciate ligament repair, the shirt (the implant) broke.